Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a steel infusion set and 23-inch tubing, with blood glucose reaching 476 mg/dl and remaining elevated for approximately ten hours despite device operation and alerts for high glucose. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting with the user, fingerstick confirmation of hyperglycemia, inspection of the cartridge for leaks, verification of proper tubing fill with observed drops, assessment of the infusion site, replacement of all disposable supplies, and counseling on correct cartridge insertion sequence and meal announcement. Investigation of this case revealed no device leaks or site issues were identified, delivery resumed after replacing disposables, and user technique factors were addressed including cartridge connection sequence and lack of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.